Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: d9, h2, h3, h4, h5, and h6. The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failed circuit board. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had a b30 scope communication error during inspection for use. There were no reports of patient involvement.